Event description:
Device 2 of 3. Reference MFR. Report#: 1627487-2012-05370. Reference MFR report#: 1627487-2012-05372. The pt received her scs system including two leads (from different lots) and two anchors (from the same lot) for off-label use. It was reported the pt was no longer receiving adequate coverage. Reprogramming attempts were unsuccessful. X-rays were taken and revealed one of the leads had migrated. One of the leads and one of the anchors were explanted and replaced. Surgical intervention resolved the pt's issues.

Manufacturer narrative:
Eval results: the lead was received complete. Microscopic inspection of the lead revealed a compression mark 18cm from the stimulation end and a subtle kink. No fractures were observed and the outer body was not breached. Continuity testing was performed to analyze the channel's resistance and to verify the insulation characteristics between chanels. The lead was tested and passed continuity and stress testing on all channels. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.